Manufacturer narrative:
There is no apparent device failure, as the user did not allege any deficiencies with this device. Follow up responses from the user state that the physician does not allege that the guidewire or procedures/devices used prior caused the bleed, as the physician is unsure of the source of the bleed. The risk of the reported event is contained in the device directions for use (dfu). Per the dfu: "potential adverse events associated with endovascular procedures (including guide wire usage in the neuro and peripheral vasculature) include but are not limited to: aneurym rupture; access site complications including infection, hematoma, and nerve injury; cerebral ischemia; death; embolism (catheter/device, air bubble, plaque, thrombus or char); intracerebral/intracranial hemorrhage; pseudoaneurysm; seizure; stroke; transient ischemia attack; vasospasm; and vessel perforation, dissection, trauma or damage." Based on the info known at this time, boston scientific cannot conclusively determine the cause of the reported event.

Event description:
It was reported in 2008, a stent assisted aneurysm coiling procedure of the aci (artery, carotis internal). A "young male pt with a ruptured aci aneurysm with neck was treated with..." 2 stents, both of which could not be deployed in the tortuous anatomy. The pt, on a high amount of anticoagulants, was treated only with coils. During manipulation of the previously shaped subject device (guidewire), a small bleed was noted. The physician is unsure of the source of the bleed. The bleed was noted in a post procedure CT (computed tomography), not during the procedure. The pt was "...getting well at the moment with small bleeding." The following day, intracranial pressure was relieved, and "...the pt is stable..." Two days later. During these treatments, a perforation and bleeding source could not be found.